Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The 90% stenosed, long target lesion was located in the non-tortuous and non-calcified circumflex. The lesion was not predilated. A non-bsc guide catheter and non-bsc guide wire were in place and the 2.50x32mm taxus liberte stent delivery system (sds) was advanced but unable to cross the lesion. The physician attempted to remove the sds but it got stuck at the guide catheter. It was also reported that the sds locked up on the guide wire and all components were removed together. The procedure was completed with different devices. There were no pt complications and the pt's current conditions is listed as "fine".

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Device evaluated by manufacturer. Visual and microscopic examination of the returned stent delivery system revealed stent damage and two shaft breaks. The sds was returned with the proximal end of the stent at the edge of guide catheter and it was fixed in place due to raised struts. The struts on rows 1 to 3 from the proximal edge were raised proximal and misaligned. Also, there were 2 shaft hypotube breaks at 58cm and 119.6cm proximal to the tip of the sds and the proximal section of the sds was not returned. The balloon and tip sections of the sds were also examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. There was solidified blood present within the entire length of the inflation lumen indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The 90% stenosed, long target lesion was located in the non-tortuous and non-calcified circumflex. The lesion was not predilated. A non-bsc guide catheter and non-bsc guide wire were in place and the 2.50x32mm taxus liberte stent delivery system (sds) was advanced but unable to cross the lesion. The physician attempted to remove the sds but it got stuck at the guide catheter. It was also reported that the sds locked up on the guide wire and all components were removed together. The procedure was completed with different devices. There were no patient complications and the patient's current condition is listed as "fine".